Event description:
It was reported that the xience prime stent delivery system (sds) was unable to cross the highly calcified, mildly tortuous target lesion in the predilated, proximal left anterior descending artery (plad). Resistance was felt during removal of the sds from the anatomy. The sds was thought to have caught on calcium in the vessel during removal. The sds and guide catheter were removed together as a single unit. After removal from the anatomy, the xience prime stent was noted to have bunched up on the sds, but remained tight on the balloon. A non-abbott stent was implanted in the plad. After another non-abbott stent was unable to cross the right coronary artery (rca), a xience v stent was successfully implanted in the rca. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) although it was initially reported the device would be returning for evaluation,it was subsequently indicated that the carrier is unable to locate the device; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.